Manufacturer narrative:
It was originally reported that the end-user experienced a fall from the bath bench. Reportedly, the end-user was rinsing herself off when the two rear legs of the bath bench "bent in." The end-user experienced a backward fall into her bathtub and was able to get herself back up after the fall. She denied calling for ems, going to a hospital emergency department, or doctor's office after the fall. On 18-dec-2018 the manufacturer received additional information from the end-user. The end-user had radiological imaging of her left hip, right shoulder, and complete lumbar spine performed on (B)(6) 2018. No fracture or acute dislocation was noted to her left hip, right shoulder, or lumbar spine. Radiological imaging of the complete lumbar spine indicated "loosening" of the end-user's pedicle screws at l3 with no evidence for a change in alignment noted. A sample was returned to the manufacturer. Visual inspection confirmed the reported product issue with a possible root cause of an increased force placed onto the bath bench which may cause the legs to twist, fold, and bend on themselves. Due to the additional information that was received by the manufacturer, and in an abundance of caution, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was originally reported that the end-user experienced a fall from the bath bench. The end-user experienced "loosening" of the pedicle screws at l3.